Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges chair stopped abruptly and threw customer from the chair.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition (stopping abruptly) could not be duplicated.

Event description:
Alleges chair stopped abruptly and threw customer from the chair.